Event description:
Coil did not detach during attempted embolization of an aneurysm. Physician was able to pull the entire coil out without harm to the patient.what was the original intended procedure?embolization of an aneurysm.device #1is this a laboratory device or laboratory test?no.